Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete functional testing. The cause for the failure was isolated to the insulated-gate bipolar transistor (igbts) q13 and q17 on the defibrillator pca board being shorted. The root cause for the shorted components was unable to be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.